Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the grasper was bent during procedure. Upon return and evaluation of the device, it was found that the pin was missing from the device. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: bent . The probable root cause is a broken shear pin in handle due to probable user excessive force. (B)(4).

Event description:
It was reported that the grasper was bent during procedure. Upon return and evaluation of the device, it was found that the pin was missing from the device. The procedure was completed successfully.